Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two endeavor resolute rx coronary drug eluting stents, eres22514x and eres27530x to treat a moderately tortuous and severely calcified lesion located in the mid to distal lad exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop. The devices were inspected with no issues noted. Negative prep was performed on eres22514x with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that stent deformation occurred in both devices in vivo during positioning. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.